Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak and stent fracture complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The clinical evaluation determined that there was evidence to reasonably suggest sac growth of 13mm occurred that was not included in the event as reported. This finding was discovered during an examination of the 85-month post implant CT (computed tomography) scan. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event or problem -updated. G3: date received by manufacturer - updated. H6: medical device problem codes: remove code 3190. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a type 1a endoleak and stent fracture were identified. The physician plans to do a re-intervene but surgery has not been scheduled. Correction and additional information to the initial report: the physician does not plan to perform reintervention at this time and will continue to monitor this patient. Additionally, the clinical evaluation determined that there was evidence to reasonably suggest sac growth of 13mm occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a type 1a endoleak and stent fracture were identified. The physician plans to do a re-intervene but surgery has not been scheduled.